Manufacturer narrative:
Section d4 unique identifier (UDI) updated section d9 was updated due to part return section h6 evaluation code result was updated due to analysis of returned part method code (annex b) remove b17 and add b01 and b24 result code (annex c) remove c20 and add c13 and c02 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g0201201 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a critically ill patient, the ht70 ventilator generated an alarm, the screen went completely dark and the ventilation stopped. The device was available for evaluation. A review of the logs confirmed the unit had a loss of ventilation(lov) during use. The service personnel (sp) inspected the ventilator and removed the control board from the unit. One control board was returned to medtronic for analysis. Visual inspection of the control board found cracking at the c92 capacitor, confirming the control board was faulty. If a failure of the c92 on the control board occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty c92 on the control board. There is an existing internal investigation regard the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a critically ill patient, the ht70 ventilator generated an alarm, the screen went completely dark and the ventilation stopped. The patient had no spontaneous breathing, was under a do not resuscitate (dnr) order, and passed away.